Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported inadequate pain coverage due to a lead migration. During a revision procedure, the lead was replaced, and therapy was restored.

Manufacturer narrative:
Additional information: section d4 ¿ expiration date and unique identifier (UDI) #. Section d9 - device available for evaluation; device returned to manufacturer; device. Returned to manufacturer. Section g3 ¿ date received by manufacturer. Section h2 ¿ device evaluation. Section h3 ¿ device evaluated by manufacturer. Section h4 ¿ device manufacturer date. Section h6 ¿ evaluation codes. Section h10 - additional manufacturer narrative. The active anchor and lead were returned to saluda. The anchor passed functional testing; the cause of the reported event could not be established. Lead migration, which may result in undesirable stimulation changes and may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in evoke scs system surgical guide.